Event description:
It was reported that the surgeon inserted an icm125v4 12.5mm implantable collamer lens in 2009, and the lens was changed at approximately 4 months later, due to a refractive surprise.